Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event is attributed to user overload. Enhancements to the design have been implemented to improve the strength and reliabilty of this device.

Event description:
The hexagon end of the screwdriver is twisted. This event did not cause any adverse consequence to the pt or surgical delay.